Manufacturer narrative:
Reported event of generator failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01580 for the other associated device information. It was reported to boston scientific corporation that two endostat iii rf generators were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver power in monopolar control cut mode. There were no power output in all modes. They tried using another endostat iii rf generator with same result. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual analysis of the returned endostat iii rf generator revealed the unit was received in over all good physical condition. Functional testing was performed and it passed all requirements. The complaint was not confirmed. The returned device showed no evidence of the alleged issues, or any defect which could have contributed to the event. A search of the complaint database revealed that no similar complaints exist for this generator.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01580 for the other associated device information. It was reported to boston scientific corporation that two endostat iii rf generators were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver power in monopolar control cut mode. There were no power output in all modes. They tried using another endostat iii rf generator with same result. The procedure was completed with a different device. There were no patient complications reported as a result of this event.